Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Name of initial surgery? Please clarify when the event occur (pre op - intra op) if the evet occur intra op: what instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? What tissue was being sutured when the event (needle breakage) occurred? Does the needle tip retain in the patient's tissue? Were x-rays performed to localize the needle tip? If retained, were there any patient consequences? Please specify. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Was the needle piece removed or is it planned to be removed? If yes, please provide details. What is the patient¿s current status? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-05233.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The tips were coming off the needles at an unknown time. No further details were provided. Additional information was requested.